Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 21160216, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 21135285, model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patients leads had high impedances. The patient underwent an scs explant procedure.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. All cables were fractured on the lead body at the kinked site where the clik-anchor has been placed. No cables were exposed at the sites. Sc-1132 (sn: (B)(4)). Device evaluation indicated that the source of the complaint was found to be the associated leads. The ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patients leads had high impedances. The patient underwent an scs explant procedure.